Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The defibrillation system was implanted on (B)(6) 2013. Reportedly, on (B)(6) 2018, noise on the ventricular channel was observed on the remote follow-up report. The replacement due to normal battery depletion of the subject crt-d is planned for the following weeks. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz and/or myopotentials. However, the beginning of a ventricular lead issue could not be excluded with certainty. Following the recommendations sent on (B)(6) 2018, the subject crt-d was explanted due to normal battery depletion. The associated right ventricular lead was abandoned in the patient's body.

Event description:
The defibrillation system was implanted on (B)(6) 2013. Reportedly, on 15 october 2018, noise on the ventricular channel was observed on the remote follow-up report. The replacement due to normal battery depletion of the subject crt-d is planned for the following weeks. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz and/or myopotentials. However, the beginning of a ventricular lead issue could not be excluded with certainty. Following the recommendations sent on 13 november 2018, the subject crt-d was explanted due to normal battery depletion. The associated right ventricular lead was abandoned in the patient's body.